Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that experienced high as well as low blood glucose level. Customer¿s high blood glucose value was 400mg/dl and low blood glucose level was 50mg/dl at the time of the call. Customer experienced different blood glucose level was 400,mg/dl. Customer had issue with her sensor. Troubleshooting was performed for sensor. The product was returned for analysis.